Manufacturer narrative:
A ge service representative performed an onsite investigation. The lemo connection was evaluated and replaced. Multiple system pcb assembly connections were evaluated and reseated. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to initialize. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of system doesn't switch on. The fse determined the cause of the problem to be system electrical connections. The fse reseated system electrical connections to resolve the issue. The fse attempted to check the system interface but it did not resolve the issue and was not the cause. The fse verified system functionality. Pcb and cable connections transfer power and signals through the system's many components and are crucial to the operation of the system. Most electrical connections are comprised of pin and receptacle contacts. Small micro movements (vibration) between the contact surfaces will slowly wear the plating material increasing the resistance between the contacts. The higher contact resistance leads to electrical system failure. Damaged, corroded, or loose connections can cause a variety of system functionality issues and error messages. Based on age of the system, manufactured in 2002, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.